Event description:
It was noticed that the catheter was kinked before removal from the package. Please note that this report could not be filled out fully, as the tech did not give complete information. The package on this device was not kept and this device was not used on the patient. A new catheter was used and worked.